Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Event description:
Dexcom was made aware on 01/03/2018 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and download was performed and failed due to perpetual rebooting. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. The complaint is confirmed due to an unexpected shut down for low battery with a charged battery. The probable cause could not be determined.